Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the jaws locked on tissue and would not open. Eventually the jaws opened, but unk how. A second device was opened and the same thing occurred. A third device was used to complete the procedure. There was no adverse consequence to the patient.

Manufacturer narrative:
Info anticipated, but unavailable at this time.